Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. A rotational sensor abnormality was observed in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. The pod was reset and reran without incident. Contamination was observed on the commutator cap. Because the rotational sensor malfunction could not be replicated during a rerun, it could not be conclusively confirmed if the commutator cap contamination is directly linked to the reported alarm. The exposed portion of the soft cannula was observed to be torn. The timing and cause of the observed cannula damage could not be determined. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone; lockdown. Cloud - omnipod 5 software app version; 3.1.1. Cloud - smartphone operating system; n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware; n5004l. Cloud - cgm sensor type; g6.

Event description:
A patient reports while wearing a pod for less than an hour their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a pod hazard alarm during wear.